Manufacturer narrative:
Visual inspection: during the investigation, scratches and blood residues on the outer housing of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m. Blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in m. Blue. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus (#fx824t) was implanted during a procedure performed on 31.08.2021. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.